Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "damaged battery" was not confirmed nor reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.